Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 17.1 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.